Event description:
The customer reported that their facility had experienced communication loss for every telemetry transmitter in the facility. They had also informed nihon kohden technical support (tech support) that their department was able to restart their eg (enterprise gateway server) and was successful in restoring communication. They were now requesting assistance with ensuring there are no further ip address conflicts within the facilities host table. No patient harm was reported.

Manufacturer narrative:
The customer reported that their facility had experienced communication loss for every telemetry transmitter in the facility. They had also informed nihon kohden technical support (tech support) that their department was able to restart their eg (enterprise gateway server) and was successful in restoring communication. They were now requesting assistance with ensuring there are no further ip address conflicts within the facilities host table. No patient harm was reported.